Manufacturer narrative:
According to the instructions for use, the blue threading tube is removed after the guidewire is positioned. This incident was the result of improper use.

Event description:
Sales representative reported that the surgeon called him looking for information about adverse consequences from leaving a guidewire tube from a gts system in a patient. The surgeon would like to know if the tube should be something he should be concerned about, or should it be removed or left in place and monitored. The surgeon performed an acl repair sometime this year, at that time the blue guidewire tube from the gts system was believed to have been dropped on the or floor. Sales rep. Reports that the p.a. Had difficulty with the tube and it was believed she may have dropped it. Tube was looked for, but not located. Upon review of the patients x-rays, it was found that the tube was left in the patient. The surgeon noted on the x-ray that a small portion of the tube was sticking above the drilled hole of the tibial tunnel and into the joint. Patient is currently doing great with no clinical consequences.